Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the cell-dyn emerald analyzer generated a low platelet result of 6,000/ul. The sample was repeated and a result of 200,000/ul was generated. The customer provided data but the data showed a platelet result of ++++ which upon repeat was 1133k/ul. The customer stated that they were unable to locate the data for the scenario initially described. There was no report of impact to patient management.

Manufacturer narrative:
The customer found debris lodged around the top of the rinsing head of the cell-dyn emerald analyzer. The customer cleaned the interior and the exterior of the probe as well as the rinsing head. The customer then lubricated and reseated the o-ring on the rinsing head. This resolved the customer issue. Consultation with the abbott medical director regarding the issue was performed. The medical director explained that for the patient sample with high plt count run three times, the plt count was above the analytical count (>1500 k/ul, per the cell-dyn emerald operator's manual) twice which the cell-dyn emerald correctly generated flags to alert the operator. Scatterplots were not provided to show the morphology of the flags. Based on the information provided in the complaint text technical issue with the instrument or a sample specific issue may have caused the discrepant plt results. Customer complaint data was reviewed and no adverse trends were identified. The cell-dyn emerald operations manual was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the cell-dyn emerald analyzer was identified.